Manufacturer narrative:
Summary of evaluation: the tibial component can not be evaluated as it has not been returned to howmedica. Attempts to obtain the device, catalog number, and lot code info have been unsuccessful. The info provided which states that the left knee was infected, indicates that this event is not device related.